Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a catheter kink is confirmed but the exact cause remains unknown. One 4 fr groshong nxt catheter was returned for investigation. A statlock securement device was attached to the winged hub. Red, residual use material was present within the catheter tubing. The catheter extended from the 45 cm depth marker. No apparent kinks or bends were observed on the catheter. Microscopic observation of the catheter tubing did not reveal any apparent damage or defects. Tactile evaluation of the catheter was not remarkable. The catheter tubing was cut in order to measure the wall thickness. The wall thickness was measured and was found to be within manufacturing specification. One radiographic image of the left upper arm and chest region was also provided for evaluation. A PICC line appears to be shown inserted in the upper left arm. A sharp bend in the catheter appears to be visible which suggest a possible kinked location. The returned sample did not exhibit evidence of kinking; however, the radiographic image provided evidence of a possible kink during use. No further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. The product instructions for use (IFU) states, ¿avoid sharp or acute angles during implantation which could compromise the patency of the catheter lumen(s).¿ a lot history review (lhr) of redp3234 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the patient had a groshong catheter implanted on (B)(6) 2019. Because the patient complained of pain from the day of placement, the catheter was removed on (B)(6) 2019. Resistance was felt when tried to remove the catheter and it was difficult to remove it. Therefore, x-ray examination was performed just after the catheter was partially removed, and it revealed that the catheter was bent in the vessel. The removal the catheter by pulling out was discontinued, and the catheter was surgically removed. There was no reported patient injury.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redp3234 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the patient had a groshong catheter implanted on (B)(6) 2019. Because the patient complained of pain from the day of placement, the catheter was removed on (B)(6) 2019. Resistance was felt when tried to remove the catheter and it was difficult to remove it. Therefore, x-ray examination was performed just after the catheter was partially removed, and it revealed that the catheter was bent in the vessel. The removal the catheter by pulling out was discontinued, and the catheter was surgically removed. There was no reported patient injury.